Event description:
A surgical tech at the user facility reported that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. After the iol was inserted into the eye, the surgeon noted a missing haptic. The surgeon enlarged the incision to facilitate removal and replacement of the iol. Additional info has been requested.